Event description:
At about 1 year and 2 months from the primary, the patient came in presenting pain and signs of metal allergy. The surgeon performed a washout and revised the gmk-spherika s5+r cemented femoral component to a gmk-hinge femoral component size5 r - tinbn coated, revised the flex 5r - 10mm insert to a size5 - 14 mm gmk-hinge insert, and revised the cemented right s5 tibial tray to a gmk-hinge fixed tinbn coated tibial tray - 5r. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 june 2026 gmk-spherika 02.12.ka15r gmk spherika femoral component s5+r cemented (k211004) lot 2422163: (B)(4) items manufactured and released on 30-oct-2024. Expiration date: 17-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1205r tibial tray fix cemented s.5r (k090988) lot 2420949: (B)(4) items manufactured and released on 13-jan-2025. Expiration date: 08-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the reported cause was metal allergy with no alleged device deficiency involved, and the device history record review does not indicate any potential manufacturing related issue.